Manufacturer narrative:
The lot number is unknown. Return of the endotracheal tube for failure investigation has been requested. No analysis or conclusions can be drawn without the device or the lot number. If the device is returned and failure investigation results provide significant info, a follow-up report will be submitted.

Event description:
It was reported that during a routine change of an infant's endotracheal tube, the distal end of the tube was observed and found to be jagged with sharp edges. The plastic distal and surrounding the murphy eye was broken away. The reporter was not aware if this was observed prior to the intubation. No other info is known at this time.